Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had pleural effusion after implant procedure. Further, patient was hospitalized for couple of months. No further information. Remains in service. No additional adverse patient effects were reported.